Event description:
Information was received indicating that this smiths medical cadd solis vip pump alarms key stocked. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. Evaluation results: one cadd solis pump was returned for investigation in good condition. A review of the event history log evidenced the following: 9/19/2019 3:03:42 pm keypad locked, 9/19/2019 3:08:12 pm high alarm displayed: key stuck, and 9/19/2019 3:08:24 pm cassette latch was opened. The investigator evaluated the device by performing a keypad functional test and power up. The investigator determined that all the keypad buttons functioned as intended. The customer reported product problem was not replicated. The keypad was replaced as a preventative measure however. A root cause was not established as the product problem was not confirmed.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump alarms key stocked. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects. It was further reported that there was no patient involvement.